Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/10/2024, it was reported by a sales representative via sems-(B)(4) that an ar-6480 pump is noisy and rotating at a high speed. This occurred during use in a case the patient suffered an extravasation event due to the overpressure. The customer aborted the case immediately. They were able to rectify the issue with the patient, and the patient is reported to be fine. Outcome: as a result of the malfunction, the patient's leg became filled with fluid because the device did not detect the pressure point and continued operating at a high speed. Procedure was an arthroscopic btb acl repair. It was aborted before any major portion of the case could be performed. Per the rn in the room the pump was set to the knee setting which is 35. Yes, extravasation did occur but the fluid was not removed. It reabsorbed. The patient was admitted overnight for observation and was discharged the next day with no signs of compartment syndrome. Recovery has been uneventful.

Manufacturer narrative:
Complaint allegation is not confirmed. One unpackaged ar-6410 main pump tubing was returned for evaluation. Visual evaluation noted that the returned device had an ar-6215 y tubing adapter attached to the end of one of the double spiked extensions and the returned devices showed signs of use. Functional testing was performed with a known good ar-6480 dualwave pump and water to see if the reported failure could be reproduced. To replicate the conditions in which the reported failure occurred, the pump was set to the knee setting and powered on. The ar-6410 main pump tubing was observed to function as intended with no issues noted. Further functional testing was performed where the pump was once again set to the knee setting and run for 30 minutes. During this time, the ar-6410 main pump tubing & the ar-6215 y tubing adapter were observed to function as intended with no changes in pressure noted. Additional functional testing was performed by clamping the end of the ar-6410 main pump tubing to create a closed system. The pump was run for 30 minutes and no problems were noted during this time. No problem found. Refer to investigation photos.